Event description:
Litigation papers allege that after approximately three years, the known and common problem of natural biologic corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. It is additionally alleged that a revision surgery was attempted on (B)(6) 2008 due to severe pain, discomfort, swelling and repeated dislocation. Eventually the devices were explanted on (B)(6) 2009 due to severe pain, discomfort, inflammation, dislocations and metallosis.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege that after approximately three years, the known and common problem of natural biologic corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. It is additionally alleged that a revision surgery was attempted on 2/8/2008 due to severe pain, discomfort, swelling and repeated dislocation. Eventually the devices were explanted on (B)(6) 2009 due to severe pain, discomfort, inflammation, dislocations and metallosis. *update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised on (B)(4) 2009 for instability, pain, and disassociation. Revised again on (B)(4) 2009 because of a worn liner causing metallosis. Records are available for further review.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges abductor muscle repair, metal wear and metallosis.